Event description:
Hcp reported event experienced increased pain. A low battery alarm was occurring based on review of the programming strip. Device troubleshooting done included a pump roller study, and a catheter dye study which were both negative for identifying a device related cause for the patient's report of pain. The pump was explanted, after approximately 3 years of therapy and replaced. The explanted pump was returned to the manufacturer for analysis which is incomplete at the time of this report. A follow up report will be sent when new information is received.